Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the spinal system caused or contributed to the reported events, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 19 (male: 07, female: 12), ages: 47 years to 79 years, bmi: 20 kg/square-metre to 42 kg/square-metre procedure involved: transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf) levels operated: lumbar, lumbar-sacral, thoracic-lumbar-sacral as per this clinical evaluation report, it was reported that a total of 19 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of three evidence groups for analysis: degenerative disease (14 patients), deformity (4 patients), failed fusion (1 patient). Post-op, device-related adverse events were reported only in degenerative disease group. The following were the device related events that were noted: hardware failure (1) and hardware loosening (1). None of the reported device-related events were associated with this spinal system under study. 2 patients underwent a revision surgery. 1 patient underwent a revision surgery due to hardware failure/hardware loosening (pedicle screws) while the other patient underwent a revision due to removal/replacement of hardware. The revision surgeries were not anticipated to be related to the this system. Overall, the results from this retrospective observational study indicate that this spinal system is safe and effective when used as intended. No new or emerging risks were identified.